Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
The pod was received in the partially deployed state. The slide insert was visible through the top housing viewing window, however the linkage assembly was not fully retracted and the formed needle was visible through the exposed portion of the soft cannula. Upon opening the pod the linkage assembly and formed needle fully retracted. Score marks were found on the top housing, indicating the linkage assembly was misaligned. The distal tip of the soft cannula was found to be damaged. Fluid flowed freely through the complete fluid path, even though the soft cannula was damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. It could not be determined when the damage to the cannula occurred. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any internal or external tears or leaks. No internal or external tears or leaks were found in the fluid path. Inspection of the fluid path found no other damages or manufacturing deficiencies that would result in leaking during wear.